Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized around (B)(6) 2018. The customer was throwing up on (B)(6) 2018. The cause of death was a coma. The caller stated that the customer had breathing issues, heart and brain issues, as well as high blood pressure that may have led to the customer's passing. The customer¿s blood glucose was very high at the time of death. The customer then had a stroke and a coma. The customer did not wish to be revived and was unplugged from life support. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.